Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that this patient previously had stored atrial fibrillation events with artifacts. The patient was brought into the clinic and the artifacts were unable to be reproduced and the system was reprogrammed to primary sensing vector. Recently, the patient had received a high impedance (hi) code from their device. The patient was brought into the clinic for system evaluation and testing confirmed the hi code. The system was subsequently explanted and it was identified that the electrode was severed in half. No additional adverse events were reported.